Event description:
It was reported that an in-clinic patient notifier test was unsuccessful when tested in clinic. Multiple instances of non sustained lead noise were also observed which were suspected to be due to myopotential oversensing. Programming changes were recommended and the patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.